Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The user reported that the system readings were different from their glucometer measurements. Based on the escalation analysis, a sensor replacement was approved and the device was requested for further evaluation. Upon receipt, a visual inspection and functional testing were performed, and no anomalies were observed. A review of in vivo sensor data showed optical instability in all sensing areas around the time frame of the reported sensor inaccuracies. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution.